Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. The tests of the fixation mechanism did not reveal any peculiarity in summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 2 months after the implantation the impedance measurements of this lead were between 2500 and 3000 ohms and the threshold was > 1 volt and kept increasing. The lead was replaced and returned for analysis. No adverse patient side effects were reported.